Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 450 mg/dl with diabetic ketoacidosis. Customer was vomiting. Reportedly, customer went to the emergency room and was sub-sequentially hospitalized on (B)(6) 2018. A healthcare provider identified the ketone level as dangerous. Customer was treated with intravenous insulin as well as fluids and was released from the hospital on (B)(6) 2018 with bg in target. The supplies were changed to address the event and insulin delivery was resumed.